Manufacturer narrative:
This event also pertains to an ins that was not referenced in the initial manufacturer report. For the ins, see manufacturer report #3004209178-2016-03219.

Event description:
Additional information received from the patient reported that she was still going to the bathroom a lot. Her healthcare provider (hcp) told her that her lead was ¿messed up¿ so program 4 was not providing effective therapy. Program 2 constantly messed with her toes. The manufacturer representative (rep) had put her on program 3. She had turned stimulation up as much as she could but experienced more toe curling and was still going to the bathroom a lot. She was on program 3 at 0.9 volts. She increased to 1.3 volts and felt stimulation comfortably. She still didn¿t recall the fall that must¿ve happened in (B)(6) 2016. She had met with the rep in 2015. The patient was advised to monitor her symptoms at 1.3 volts and to contact her hcp about trying program 1.

Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) went to the hcp as they were having a return of symptoms, going to the bathroom frequently, and the pt noted they had fallen (not on the area of stimulator) but did not know the date and did not know if this was correlated to return of symptoms. The pt was on program #4 but the device was off and at 0.0v; the pt claimed they did not know the device was off. The hcp stated the pt had been experiencing the return of symptoms since yesterday but suspected it has been longer as the pt couldn't give a distinct timeframe of when symptoms returned/when they noticed device was off. The hcp attempted to run a therapy measurement on program #4 but received ¿???¿for a longevity reading and also got program longevity warning. The hcp increased voltage on program #4 (3-, 0+) up to 4.7v but the pt didn¿t feel stimulation. The following impedance measurements were taken: c0=573, c1=543, c2=1016, c3=584, 01=1016, 02=1084, 03=less than 50, 12=1049, 13=1016, and 23=1049. Therapy measurement on program 4: impedance - less than 50 ohms, current - 368 ua, capacity% - 71-97, and longevity ¿ ¿???¿. Program #1 impedance - less than 50 ohms, program #2 impedance - 1016 ohms, and program #3 impedance - 1049 ohms. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.